Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, while the device was being applied to the rectum, the device partially fired and tissue was not completely cut. They also reported that the tissue was still attached after firing and they tore it trying to remove it. There was a difficulty removing stapler from cavity. They over sewed the staple line to ensure no leak. The distal anastomoses leak test was fine upon inspection. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade. Photographic evaluation of the anvil noted cross cutting line marks. Functional evaluation of the device with a pmv anvil resulted in a cleanly transected media despite the noted knife blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instruction for use manual of this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structures; otherwise, the knife blade may not cut.". The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.